Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) left eye had no display. Site had converted to laparoscopic before contacted intuitive technical support. Technical support engineer (tse) guided caller power cycle system and reseat blue fiber however it didn't work. There was no reported injury. Intuitive performed follow-up and obtained additional information. Ports were placed prior to issue being identified. System functionality was checked upon powering the system. The system initially powered on without errors. The left eye had no display in the surgeon side console. There was no injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). Isi did receive the hrsv for failure analysis. In logs, the 119 error was found indicating the fault, confirming the fault occurred in the field. The hrsv was installed onto a golden system where the failure was triggered no image at left eye indicating fault on the monitor, replicating the reported event. No physical issue was found during visual inspection. The probable root cause is attributed to the hrsv.